Event description:
On (B)(6) 2009, the pt reported that she accidentally got into the change the cartridge procedure of her insulin infusion device. She then returned the piston rod while the cartridge was still in the chamber which resulted in a large air bubble forming in the cartridge. She said, she was slightly impaired and requested that her friend be assisted in removing the bubble. To troubleshoot, the cartridge was removed from the chamber and the piston rod properly adjusted. The air bubbles were then successfully primed out and the pt reconnected to her headset. She stated the cartridge had been in use since "the other day" and she used room temperature insulin to fill it. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.